Event description:
It was reported that during catheter revision, it was discovered that an intrathecal segment of the catheter had broken off and was free floating in the intrathecal space. The catheter was left in and a neurosurgeon was being consulted. No pt symptoms were reported. The pt was receiving compounded baclofen via the pump - the concentration and dose were not reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.